Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator delivered a higher o2 concentration than set. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the problem could not be reproduced. The o2-cell was replaced as a preventive measure. No new events on this ventilator have been reported until this date. Evaluations of the received device logs shows matching events on the reported event day. Between mars 11, at 13:05 and 13:09, several alarms for high o2 concentration were generated. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).